Event description:
Additional information received indicated that the patient¿s migrated lead was removed and replaced on (B)(6) 2017. Patient has effective stimulation, post-operatively. It was noted that the patient¿s right leg pain has resolved following surgery.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Patient has been implanted bilaterally with two drg leads, of the same lot number. It was reported that the patient was experiencing right leg pain. X-rays were performed and confirmed right drg lead had migrated (dislodged). It was noted that stimulation was turned off. Surgery is anticipated but has not occurred.